Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Tilt and recline are working intermittently. Tilt has moved on its' own. Have to turn chair off and on to change actuator direction or to move at all. Tram module and four way toggle switch were replaced and no help. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 4 years 8 months old. The owner's manual part number 1143190 rev.e (nov-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.